Event description:
Just after placing patient under general anesthesia the monitor died (while plugged in) and was unable to be turned on for another several minutes. Electrical smell coming from the monitor.